Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot #: requested, not provided . D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: lab manager. H4: device manufacture date: unknown, as the involved lot # was not provided . The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that after a left heart catheterization, the tr band was applied as per local protocol. 12ccs were in the band. After one hour, as recovery nurse was going to begin removing air the nurse noticed balloon was deflated and no air remained in the tr band. Patient presented with hematoma. Tr band was reinflated and staff managed for hematoma. Hematoma was resolved, and the patient was stable. The procedure was a success. The estimated blood loss was less than 250cc.